Event description:
The following info was reported to kci by the kci rep: the nurse stated the pt was going to have surgery to remove a foreign material alleged to be v.a.c. Whitefoam dressing that was retained which caused an abscess. On (B)(6) 2014, the following info was reported to kci by the nurse: the physician surgically removed a piece of v.a.c. Whitefoam dressing. Date not provided. No add'l info is available.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification, therefore, kci is unable to confirm its identity. There have been several attempts made to gather add'l info, but there has been no response. This report is being filed due to possible user error.